Event description:
The device was found to be in backup vvi reset mode. It was reported that the device experienced a por, indicative of a hv therapy delivery. Outer insulation damage suspected. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A complete analysis could not be performed due to partial lead returned measuring 21.6cm from the connector pin.